Manufacturer narrative:
Further evaluation was performed on the convenience kit y-connector, that was connected by the user to the quest line. The tubing was removed from the connector and the tip od and the 2nd bard dimensions were measured and found to be within specification. Additionally it was noted that the tip of the port, of the y connector that was connected with the quest line was slightly damaged and dented inwards. This most likely occurred when the line was originally connected or reconnected to the quest line or when the tubing was removed by terumo cardiovascular systems for additional measurements. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There was no issues noted in the DHR review. The quest cardioplegia line is not supplied by terumo. The quest cardioplegia line was connected to a 1/4x1/4 y connector in the terumo cardiovascular systems convenience kit by the customer. This connection was likely not tie banded however this could not be confirmed. The sales rep has since submitted a customer requested specification change for the convenience kit. These changes are in the approval phase. Since the device was not returned or photographs provided, this complaint could not be confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The customer had reported that a cardioplegia line came off from terumo quarter inch connector during bypass. The perfusionist noted they were on bypass delivering cardioplegia using a quest microplegia system when the line disconnected at the ¼ inch connector. This occurred around noon time. The perfusionist picked the line off the floor and reconnected. Thirty minutes later there was a second disconnection at the same quest tubing and ¼ inch connector. All told, there was an approximate 400 cc blood loss. It isn't known if the blood loss resulted in the need for the patient to receive a blood transfusion. There was a short delay to the procedure of less than a minute. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted october 21, 2016. Upon further investigation of the reported event, the following information is new and/or changed: ((update part return information). (Correction concomitant ¿ manufacturer doesn¿t make or distribute the quest device. There is no information on the device.) (Indication that this is a follow-up report). (Follow-up to additional/corrected information and device evaluation). (Device evaluation). (B)(4). The device was returned for evaluation. An evaluation of the sample photos was conducted. The sample returned was from line 1, was composed of the 1/4" y connector, a portion of l0 and l11, as well as another line (quest cardioplegia), all connections were tie banded. L0 and l11 were connected all the way to the connector collar and tie banded as per the specification. It was confirmed at the time of the events that the (quest) line that disconnected from the terumo cardiovascular procedure kit connector had not been tie banded by the customer. However after the last disconnection the line was tie banded to the terumo cardiovascular procedure kit connector, as was evident with the returned sample. The customer failed to follow the instructions for use (IFU) of the kit which states in the precautions: 6) "pushing user made connections past the second barb and tie-banding all user made connections will prevent disconnection and leaks." All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.